Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cuff inflation was asymmetrical. There was no reported patient involvement, and there was no reported patient harm.

Manufacturer narrative:
D3: mfg establishment name; ICU medical asd, inc. Additional information: a1: patient identifier. (B)(6), a2: dob; (B)(6) 1977, a3a: sex; female, a4: weight; 123.